Event description:
It was reported to boston scientific corporation that an optiflo needle was to be used during a procedure on (B)(6) 2020. According to the complainant, during unpacking the outer package, the sealing of the package had been opened. There were no patient complications as a result of this event.

Manufacturer narrative:
Block a2: the patients exact age is unknown; however, it was reported that the patient was over 18 years of age. Block h6: medical device problem code a020503 captures the reportable issue of packaging seal compromised. Block h10: investigation results: the returned optiflo hemostasis catheter was analyzed, a visual evaluation was performed and the connector t detached from the handle. The defect of seal compromised was not confirmed since the original package was not included in the package. No other issues were noted. Based on all available information and the condition of the returned device, the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. The original package was not included, therefore the reported failure mode was not possible to confirm. The investigation concluded the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The patients exact age is unknown; however, it was reported that the patient was over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo needle was to be used during a procedure on (B)(6) 2020. According to the complainant, during unpacking the outer package, the sealing of the package had been opened. There were no patient complications as a result of this event.